Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 40-60 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding their blood sugar, but no response was received.